Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to hospital with possible stroke unrelated to device. Upon interrogation noise oversensing was observed on the ra lead. Due to patient's condition lead testing could not be performed. Programming changes were made. No further information available. Patient will continue to be monitored.